Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead had to be explanted the same day of implant because the guidewire perforated the coronary sinus. Patient was stable after the procedure.

Manufacturer narrative:
Correction: h6 codes.

Event description:
New information received notes the perforation was confirmed with ultrasound and fluoroscopy. The fluid from the pericardial effusion was drained.